Event description:
Philips received a complaint from a customer biomed reporting a dim display on a v60 ventilator. The system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Hospital biomed confirms that system is having nec display. Rse provided part ID's of user interface (ui) printed circuit board assembly (pcba), liquid crystal display (lcd), ui assembly to the customer to resolve. The customer was advised by technical support to replace the ui pcba, lcd, ui assembly with the part number. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.